Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to technical support (ts) that a fluid leak occurred during an unknown phase of the patient¿s treatment. The contact reported that multiple air detected in cassette alarms occurred prior to discovery of the fluid leak. The treatment was reportedly cancelled, and the patient completed their pd therapy by performing a manual exchange. When the cassette was removed from the cycler, the patient¿s caretaker observed fluid leaking from behind the cassette door. The ts representative advised that the patient discontinue using the cycler and a replacement cycler was ordered for the patient. There was no reported damage identified on the cassette. It was confirmed that the patient¿s caretaker was trained to perform manual pd therapy, as well as stat drains if necessary. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received their replacement cycler is continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cassette was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.